Event description:
Additional information was received on (B)(6) 2019: the patient's fever occurred before the general anesthesia procedure, and the general anesthesia procedure occurred one day after the local anesthesia procedure. It was reported that the "patient is well now." The patient file has been closed, so no additional information is available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Additional information: b5 corrected information: h1 the event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 24sep2019: the user initially removed the stent while using cystoscope, and the patient was under local anesthesia. The stent broke during removal, and the broken piece retracted into the ureter. The patient had a fever one day after the stent removal. The remaining broken stent piece was removed under general anesthesia.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation evaluation: reviews of complaint history, device history record, quality control data, and the instructions for use (IFU) were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. An image of the complaint device was provided showing that a coil of the stent had separated. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precautions do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered. Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. Angulation of the wire guide or stent should be avoided. Use of a 0-degree scope lens is recommended. Scopes larger than 21.0 french are suggested. A clinical review of the complaint could not identify a cause for the complaint based on the available information. The clinical review identified possible contributing factors of human anatomy, medical procedure, device compatibility, user technique, and device failure. The complaint was confirmed based on customer testimony and the provided image of the device. The cause of the stent separation could not be established. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. We will continue our monitoring of similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
PMA/510k #: pre-amendment. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a stent removal procedure of filiform double pigtail ureteral stents from the left ureter and right upper stricture ureter, the stent in the left ureter was discovered to be broken. The patient was implanted with stents in the left ureter and right upper stricture ureter about 8 months ago because of bilateral ureteral stricture. The patient returned to the hospital 3 months after the stent implantation for a follow-up, and there were no issues detected at this time. The patient returned to the hospital on september 9th for the stent removal procedure. The stent in the right ureter was removed without issue. The left ureter stent was "broken while removing it from left ureter, physician was trying to remove the remaining stent while the remaining stent broken as well." The physician then "reported the situation" to their superior and asked for assistance in removing the rest of the stent from the patient. It is currently unknown how the procedure was completed. After the procedure, the physician discovered the patient had chronic inflammation at the right ureter stricture area and fibrous tissue hyperplasia at the ureteral wall. The physician treated the patient until their kub (kidney, ureter, bladder) were "ok". The patient was discharged. During the hospitalization the patient experienced no waist pain, no back pain, no frequent micturition, no urgent urination, no odynuria, no fever. Additional information has been requested, but has not been received. A follow-up report will be submitted when / if the additional information is received.